Event description:
The customer reported that the 9900 system c-arm would not move up or down. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply assembly, the motor relay printed circuit board, and the lift column assembly were replaced. The system was tested and is operating as intended.